Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) the lead was not returned, but performance data from the device was analyzed and revealed right ventricular (rv) oversensing and non-physiologic / short interval count oversensing that triggered a lead integrity alert (lia). Concomitant product: 4092 implantable pacing lead. (B)(4).

Event description:
It was reported that at the patient follow-up, a lead integrity alert was noted along with non-sustained ventricular tachycardia episodes (nst) episodes and oversensing artifacts. The pace/sense portion of the lead was replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.